Event description:
Legal case ¿ USA. Patient ID: (B)(6). As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 6 years and 1 month after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 9 aug 2023. Diagnosis: aseptic loosening. An extensive synovectomy of the medial gutter, lateral gutter, suprapatellar pouch, and fat pad was performed. The polyethylene insert was removed. There was some burnishing but no significant gross wear of the insert and no significant post damage. The femoral component was found to be significantly loose. The patient was transferred to the recovery room in stable condition. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Historical record and smartsolve searched for sn/patient name with no results. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: (B)(6), 02-012-44-2009 - logic tibia implant psc.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 75 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, patellar loosening, and discomfort. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.